Manufacturer narrative:
The preliminary analysis of the provided data confirmed the reported event.

Event description:
During the implantation process, the physician reported that there was no atrial pacing of the pacemaker. Several lead measurements were made, and measurements were normal. The device was replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implantation process, the physician reported that there was no atrial pacing of the pacemaker. Several lead measurements were made, and measurements were normal. The device was replaced.

Event description:
During the implantation process, the physician reported that there was no atrial pacing of the pacemaker. Several lead measurements were made, and measurements were normal. The device was replaced.

Manufacturer narrative:
Please refer to the attached analysis report.